Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: d6b. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿patient underwent a hip replacement on (B)(6) 2023 due to osteonecrosis of the left femoral head. On the afternoon of (B)(6) 2024, the hip joint was painful and unable to move when getting up in sitting position. After radiography, it was found that the liner was displaced and fractured in the body. The patient currently has pain at the hip and is unable to walk and is scheduled for revision surgery a week later¿. The product returned to j&j medtech orthopaedics for evaluation. The j&j medtech orthopaedics team conducted a visual inspection of the returned device along with a manufacturing investigation performed by supplier. Visual analysis of the returned sample revealed that delta cer insert 36id x 56od has fracture into two large, six small and a number of very small fragments. However, the ceramic liner cannot be completely reconstructed; there are fragments missing which could potentially yield further information if they were available. Metal transfer of erratic appearance can be found on the outer surface, on the inner sphere and on the fracture surfaces of the liner. This kind of secondary transfer is typically caused by chafing between metal parts and the fragments of ceramic. In case of symmetrical taper fit between the ceramic liner and the acetabular cup, primary metal transfer are expected over the whole circumference in the center and top of the taper. Such patterns cannot be found on the returned liner; which could indicate insufficient or misaligned fixation of the liner in the acetabular cup. Additionally, intensive metal transfer was observed on the transition of the bottom of the taper and the initiation of the curvature. This metal transfer could also indicate a misaligned position of the liner in the acetabular cup. Furthermore, intensive metal transfer was located at the rim of the liner. This metal transfer indicates impingement between the metal stem an the ceramic liner. However, it cannot be determined whether this metal transfer occurred prior or after the fracture event. There is no indication that a design or manufacturing issue has caused or contributed to the reported event. Although the liner failure cannot be traced to design or manufacturing, a definite root cause cannot be established due to there being multiple factors that may influence. However, in support of the evaluation performed, the fracture of the delta cer insert 36id x 56od may have been caused by insufficient or misaligned fixation of the liner in the acetabular cup leading to a misaligned position of the liner causing increased local mechanical stress. Consideration must be given to all potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. It is highly recommended to the patient to consult with their healthcare professional for further assessment. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. The density was determined on the fragment of the liner. The measured average relative bulk density complies with the material specification for biolox delta components ( B)(4). A manufacturing record evaluation was performed for the finished device [121881756 / 3907510] number, and no non-conformances / manufacturing irregularities were identified during manufacturing. The overall complaint was confirmed as the observed condition of the delta cer insert 36id x 56od would contribute to the reported adverse event. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: protocols and acceptance certificate were reviewed. The quality documents shows that the data obtained on the ceramic liner conformed to the specification valid at the time of production. The component properties and the microstructure as obtained from the quality documents fulfil the requirements as specified at the time of production. There is no indication of aby pre-existing material defect. Device history review: a manufacturing record evaluation was performed for the finished device [121881756 / 3907510] number, and no non-conformances / manufacturing irregularities were identified during manufacturing.

Event description:
Patient underwent a hip replacement on (B)(6) 2023 due to osteonecrosis of the left femoral head. On the afternoon of (B)(6) 2024, the hip joint was painful and unable to move when getting up in sitting position. After radiography, it was found that the liner was displaced and fractured in the body. The patient currently has pain at the hip and is unable to walk and is scheduled for revision surgery a week later.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 primary UDI number. If information that was not available for the initial report is obtained, a follow-up report will be filed as appropriate.